Event description:
It was reported that the user initiated ilet during an acute illness and later performed a factory reset and cgm re-pairing due to concerns that the system had not properly adapted, while experiencing persistent hyperglycemia above 400 mg/dl that the trainer attributed to inadequate insulin delivery during the initial learning phase. Symptoms included hyperglycemia, nausea, and vomiting. Outcomes included no reported long-term health consequences or impact. Investigation included interviews and analysis of information provided by the user and third parties. Investigation of this case revealed no specific findings, with medical device problem characterization limited by insufficient information and no specific device component implicated due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.